Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on a clinical review of the provided information, the root cause of the purge leak was most likely a damaged yellow luer due to the use of sodium bicarbonate in the purge system. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56 year old male patient was implanted with an impella 5.5 pump for mechanical circulatory support. During support, it was noted that the purge sidearm was leaking at the yellow luer. Purge bypass was completed which resulted in purge pressure and flow returning to normal ranges. Sodium bicarbonate was used in the purge solution. There were no reports of adverse events, medical intervention or harm to the patient.